Event description:
Psee45a stapler utilized during procedure. The surgeon reported that the stapler had a "hair trigger" and almost fired before the surgeon wanted, twice the cartridges fired without injury to the patient.